Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced no label or missing label information or illegible label information which was noted prior to use. The following information was provided by the initial reporter: bar code and cat# were double printed.

Manufacturer narrative:
H.6. Investigation summary one 32g x 4mm pen needle carton and three photos were returned from lot. No. 9114912, cat. No. 320136. Visual examination was carried out on the returned photos and sample and it was observed that the laser print on the cartons was double printed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. This issue most likely occurred due to operator intervention on the line which led to over printing of the lot information. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced no label or missing label information or illegible label information which was noted prior to use. The following information was provided by the initial reporter: bar code and cat# were double printed.